Manufacturer narrative:
A.1. Updated. D.5. Updated.

Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2019 a patient was undergoing treatment of a stenosis within a previously implanted bare metal stent. The intent was to reline the stent with a gore® viabahn® vbx balloon expandable endoprosthesis. Access was obtained from the right femoral artery using a short 8fr sheath. Access was gained however it was not possible for the vbx to cross through to the inside of the bare metal stent. This device was removed through the sheath despite being advised that this was outside IFU, and the stent was re-ballooned. The vbx was re-inserted through the sheath but it still would not cross through to the inside of the bare metal stent. The device was attempted to be removed through the sheath, but in the process, the stent came off the delivery catheter inside the sheath. A 5 mm x 40 mm abbott balloon was then advanced through the sheath to push the vbx stent out of the sheath. The vbx stent was mounted onto the balloon, partially inflating the balloon to secure the vbx before moving it into the bare metal stent. It was deployed successfully in kissing formation with another vbx device which had been advanced from the left. There was no adverse outcome for the patient.